Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-201a, vcare 200a ¿ medium was being used on 30jul24 during a robotic hysterectomy procedure when it was reported we had one break in the middle of the case next to the handle.". Further assessment was attempted, and a good faith effort was completed but no further information is available. The procedure was completed. There was no report of impact or injury to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that in laparoscopic supracervical hysterectomy, avoid contact between vcare and dissecting instruments during uterine dissection and excision to avoid risk of patient injury. Damage to vcare, including rupture of the intrauterine balloon, may occur. If bending vcare is necessary for use with robotic instruments, then all device systems must be tested before use to ensure functionality. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2024 during a robotic hysterectomy procedure when it was reported "we had one break in the middle of the case next to the handle." Further assessment was attempted, and a good faith effort was completed but no further information is available. The procedure was completed. There was no report of impact or injury to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.